Event description:
It was reported that the device was implanted in 2002. The device was revised six months later, due to recurrent dislocations. During the revision surgery, it was determined that the abductors had avulsed from the trochanter.

Manufacturer narrative:
Evaluation summary: complaint indicates that pt had history of multiple sclerosis. It appears that revision was done due to multiple dislocations. Revision surgery revealed avulsed abductors. Notes from primary surgery are not available to assess the proceedings in the operating room. There was no reported osteolysis/poly wear or shell loosening. Case study reveals that there was no detectable oxidation label. Device was not available to perform in-house study. Cause cannot be definitively determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.